Event description:
It was reported that the patient experienced a shocking or jolting sensation when the stimulation was turned on. The patient stated that her stimulation was intermittent. It was noted that this began in (B)(6) 2011 and the patient followed up with her physician around this time as well. The manufacturing representative attempted to reprogram the device, but was unable to eliminate the patient's shocking sensation. An x-ray was performed, and determined that the "leads looked okay in the back." It was noted that the neurosurgeon wanted to see if the "wires had come out." It was further reported that the patient was experiencing telemetry issues. It was noted that an internal neurostimulator (ins) overdischarge was suspected. The patient stated that "she was in the process of moving, and her recharging equipment was in storage." The patient further stated that "her therapy was not working appropriately since (B)(6) 2011." The patient noted that the last time any stimulation was felt was 2 to 6 months ago. It was further noted that the last successful recharging session was 6 to 12 months ago. The patient stated that the "last recharging session was in (B)(6) 2011" and that she had attempted to recharge on (B)(6) 2012 without any success. The patient outcome was not provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's device had not been working 'for over a year and a half.' It was stated that prior to leaving active duty, the manufacturer representative checked the device and it was working, but 'not holding.' X-rays taken in (B)(6) 2011 showed that the 'leads were fine in the spine, but the leads came loose from the battery in the back' and the patient 'was not getting charge where it was programmed to.' The device reportedly would not charge at all before the patient left georgia. It was noted that the patient's managing physician wanted to remove the device, but the patient wanted to keep it because 'it helped her.' It was reported that the military did not honor the instruction to rest or do anything strenuous after implantation. It was added that when the patient went to get the device adjusted, she was told that the device 'was not anchored yet.' It was stated that as time went on, the device reportedly 'pinched' the patient and she had to 'check and charge' the device. It was noted that the stimulation was currently turned off. The patient was on other pain medications (non-opioid). The patient was currently experiencing 'a lot of pain.' The patient was also using a back brace and aid assistance. Any additional information received will be included in as supplemental report.

Manufacturer narrative:
Product ID 39286-65, serial # (B)(4), product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer. (B)(4).